Event description:
The customer called and reported receiving a button error on the insulin pump. Customer's blood glucose was 176 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The device was received with a cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, belt clip slot, minor scratches on the lcd window, and a missing end cap sticker.